Event description:
Customer reports to have experienced keypad anomaly. Customer states keypad ramps up and cycles through. This issue happened two months prior and customer has been using manual injections since. Customer's blood glucose was between 140 mg/dl and 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected ramping display during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched liquid crystal display window.